Event description:
Painful hardware. Per surgeon's notes, the tibial component appeared to have a lucency on x-ray but did not appear to be grossly unstable when removed. Surgeon did state that there appeared to be some ligamentous instability that had developed.